Event description:
Dexcom g6 cgm system users must still use bgm meter and test strips for treatment during cgm down times. Reference dexcom g6 cgm and claims of zero fingersticks, due to two (2) hour warmups for each new sensor and loss of reporting, during systems errors a bgm meter and test strips are still needed to perform fingersticks to make treatment decisions during those times. But dexcom will not supply because g6 does not need for calibration. Medicare will not pay for test strips billed separately. Must be bundled with cgm supplies. See attached letter for more details. On dexcom g6 web site: will dexcom provide my diabetes testing supplies? No. Blood glucose monitoring (bgm) supplies are not included in your cgm product shipments because dexcom g6 does not require fingerstick calibration. You must purchase any bgm testing supplies that you need for the future. If your glucose alerts and readings from the dexcom g6 do not match symptoms or expectations, use a blood glucose meter to make diabetes treatment decisions. Users need to use a meter during 2 hours warm up periods, errors ranging from minutes to up to 3 hours, errors that may occur and then restart multiple times during a sensor sessions, and for times when a sensor fails to transmitter or reviver stop working. In the approximately 5 1/2 months since I started using the dexcom g6, I have requested warranty replacements from dexcom for two (2) sensors (one failed after working less than one hour after warm up) and (1) receiver ( which stopped alerting, not sound). Also had one sensor with readings extremely off from meter readings. G6 indicated I was low so I teared based on the g6 reading. But then g6 did not show reading going up as expected I tested with meter found that I was in fact very high. I then calibrated g6 multiple times to get more accurate readings. When the dexcom g6 system works like it should and as advertised for the full 10 days, it is great and has helped me for better control. But to state ' zero fingerstick's is just not true at this time. Maybe when they can get the warm up period down to joust 10-15 minutes and produces a more reliable, consistent quality sensor with zero errors and down time. But right now, having a meter and test strips on hand is more than just an 'optional backup'. It is a necessity to cover the monthly 3 warm up periods of 2 hours each ( plus additional if need to replace a sensor due to early failure), and during any g6 system error down times.